Manufacturer narrative:
(B)(4). System error 2240 (air in line) was confirmed because it was identified in the patients alarm logs of the returned device. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. Phase and cycle information are not available in the event log. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.